Manufacturer narrative:
The impella device was received from the customer on 22-aug-2024. Console logs from the reported day of event (2024-08-20) are consistent with complaint and show several controller error and controller failure alarms: #501 (pbm voltage out-of-spec), #1023 (loss of communication to pbm1), #800 (dsp voltage too low), #350 (battery failure), #23 (battery level low). Analysis of log data indicated that the issue started with communication loss to pbm1 (#1023) already on (B)(6) 2024, and resulted in failed boot-up sequences and number of alarms consistent with pbm malfunction. Inspection of the console revealed corrosion on the pbm, near supercaps c69, c70, which disturbs communication between pbm1 and epc. Fcn 71 had been implemented to address other pbm boards manufactured between march and november 2013 that do not yet show signs of damage due to leaking capacitors. Pbm super cap leakage was previously bounded with pbms that have a sn between (B)(6) (inclusive). Visual inspection of the console also revealed compromised foil on the purge pressure sensor and minor damage to the optical connector fiber - both unrelated to the complaint. Repair: replace pbm assembly (0042-1125), replace purge pressure sensor foil (via fcn 102), replace optical pump connector, and perform functional check of the console.

Event description:
Us complainant reported a controller error on the automated impella controller (aic).

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17638: d4 model number e1 initial reporter name e2 health professional e3 occupation e4 should have been left blank.